Manufacturer narrative:
This follow up report is being submitted to include evaluation notes. The following sections were updated: d9, h2, h3, h6, h10. The device was returned for investigation. Upon evaluation of the device, the reported issue of b30 and e216 errors were not confirmed. The olympus lamp life meter read at 100+hours and the light output was measured out of range. In addition, a worn-out socket slide causing intermittent use of high intensity mode was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the b30 error could not be replicated during device evaluation. The specific root cause of these errors could not be determined at this time. Per the legal manufacturer, the other device defect (e216 error code) included in the initial MDR has no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source display a b30 and an e216 error. The event occurred during procedure. There was no patient injury or harm reported.